Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable was evaluated and replaced. A filament calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced an error and an un-commanded shut down. System functionality was recovered after a reboot. There is no report of a patient injury or death associated with this event.